Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product - tess hum reverse corolla s2, cat#: p1700434 lot#: 0001054781. This device is manufactured by zimmer biomet france and is not cleared or distributed in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, it was not possible to insert the humeral bearing into the reverse corolla. So the surgeon removed the ringloc from the corolla and was then able to seat the humeral bearing. No adverse events have been reported as a result of the malfunction.